Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 systems. This issue is related to the pns system (off-label). The patient reported being unable to establish communication between her scs ipg and external devices. An sjm representative confirmed the scs ipg was inoperable. As a result, the device was explanted and replaced. Stimulation was restored following the surgical intervention.